Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there were problems with the stylus pen. Calibration and stylus pen replacement were tried. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus was able to select but was off about half an inch in places due to the display overlay. Analysis also found the power cord insulation was pulling back; it is noted the power cord was functionally ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.